Event description:
The reporter stated that during a bunionectomy surgical procedure, the screwdriver tip broke in the screwhead. The tip was removed from the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.